Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented with a dislocated hip and was scheduled for revision surgery on (B)(6) 2019. Upon exposure it was noted that the poly liner had disassociated from the femoral head of the mdm construct. Dr. (B)(6) mentioned prior to the surgery that the patient had elevated cobalt ion levels. The femoral head was removed and replaced with a c-taper adaptor sleeve and a +7.5 delta ceramic head. The cocr cementless liner was removed and replaced with an x3 0 degree liner. There was corrosion on the top of the cementless liner. Update: left side.